Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the customer's insulin pump was alerting low battery even though the battery was new. It was found that a new battery would only last for four days and would even shut off, notifying the customer of no battery life. The customer's blood glucose was 160 mg/dl. While troubleshooting, the customer stated that the battery cap was not loose, cracked or damaged. The customer was advised to insert a new energizer aaa alkaline battery and to monitor the insulin pump. The customer was further advised that their battery cap would be replaced. The customer was advised to revert to a back-up plan per healthcare provider's instructions if needed.